Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette, the pump exhibited ?no disposable" alarm. It was reported that last 2 pumps have had their pumps alarm about the 24hr mark indicating the cartridge is empty. It was reported that the first pump had 52cc left and the second one had 38cc left. No adverse patient effects were reported. Per reporter no additional information is available at this time